Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.